Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 3. Reference MFR report#16274870-2016-04405, reference MFR report#16274870-2016-04403. The patient received two swift lock anchors with the same lot number. It was reported surgical intervention was undertaken during which time the entire occipital scs system was explanted due to infection at the lead site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3, reference MFR report#16274870-2016-04405, reference MFR report#16274870-2016-04403. Additional information received reports the explant date of the occipital system as (B)(6) 2016.